Manufacturer narrative:
The insulin pump was received with no button response and it alarmed button error due to corroded keypad traces. The device had cracked case at the display window corner, cracked reservoir tube lip, minor scratches on the lcd window, broken belt clip slot, and cracked battery tube threads.(B)(4)

Event description:
Customer reported via phone call, the insulin pump had alarmed button error and was unable to clear it. Customer's blood glucose was 139 mg/dl. Customer didn't recall any significant event which may have caused the device to alarm. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. Customer agreed to return the device for analysis.